Manufacturer narrative:
Explanted products were discarded by the medical center and will not be returned for evaluation. This is the final report.

Event description:
The patient reported charging issues between the implant and the external equipment. The surgeon has decided to explant the system.